Manufacturer narrative:
Image review: two photos were provided by the account one photo captures the two stents with raised struts visible on both. The second photo captures the shelf carton labels confirming the batch numbers as reported by the account. (B)(4).

Event description:
The physician intended to use two integrity stents to treat a moderately tortuous, moderately calcified lesion with 75% stenosis in the rca. There was no damage noted to packaging. There were no issues when removing the devices from the hoop/tray. The devices were inspected with no issues. Negative prep was performed with no issues on one device and not performed on the other device. The lesion was pre-dilated. The devices did not pass through a previously-deployed stent. Resistance was encountered when advancing the devices. Excessive force was not used. It is reported that stent deformation occurred in vivo during positioning/advancement of the devices. There is no patient injury.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 11th distal stent wrap, with struts raised. No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.